Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor reported that a patient had dermatitis under all areas of the lifevest. The patient's doctor prescribed nystatin powder for the irritation. During a final follow up, it was reported that the irritation was improving.